Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. Also, pharmacy was unable to access the enterprise server or health sight viewer due to an unable to authenticate error. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and verified that all required bd and carefusion services were running. Multiple service restarts were performed, and an iis reset was completed successfully. Multiple application pools were observed stopping and timing out due to inactivity. The certificate was rebounded using config.bat, but the issue persisted despite successful configuration messages, with an error showing an unhandled exception accessing /connect/token due to a null certificate. Then, the tss captured and reviewed the error logs. Connectivity was verified. Based on the findings, the tss provided the recommended solution to the hospital it team, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.